Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's wife reported via phone call that the insulin pump had been dropped and the display was cracked. Blood glucose level at the time of the incident was 330 mg/dl. The customer's wife also reported that the insulin pump may not have been delivering insulin properly as he had been experiencing high blood glucose levels. Blood glucose level at the time of this incident was 245 mg/dl. The caller reported that the customer's blood glucose level was usually between 130 and 145 mg/dl. During troubleshooting, the caller confirmed that there was a large air bubble present in the tubing. The caller declined to continue troubleshooting. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.